Event description:
Customer reportedly received result of 300 mg/dl on the compact plus system and 90 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has system; replacement was sent.